Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at a hospital on (B)(6) 2016. The customer was hospitalized on (B)(6) 2016. The cause of death was acute cardiac arrest. At the time of death, the caller did not know the customer's blood glucose readings. The customer was not wearing the insulin pump at the time of death; it had been disconnected (B)(6) 2016 by paramedics to give CPR. The customer was not using sensors. The caller stated that the customer had kidney failure and heart disease. It was also reported that the customer had a stroke a year prior to death. The caller agreed to return the insulin pump.